Manufacturer narrative:
The insulin pump broken battery tube threads, minor scratches to lcd window, cracked case near lcd window corners, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's blood glucose level was 553 mg/dl. The insulin pump was broken. A big piece from the battery compartment was missing. He/she corrected his/her blood glucose level with a manual injection. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.